Event description:
It was reported that "xia 4.5 rod extender small was found to be broken during a routine lengthening procedure."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.